Event description:
It was reported that a patient went to surgery for a left knee fracture. During surgery the threaded guide wire 150mm snapped off inside the patient. The surgeon decided to leave the piece of threaded guide wire (approximately 8mm long) in the patient. The surgeon¿s reason to leave it in the patient was that if he tried to retrieve it, there would have been more damage to the patient¿s bone. The surgeon continued on and finished the procedure without any surgical time delay. The patient status outcome is reported as fine. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.